Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reviewed error logs and found errors 23002 for mtml and 32030 for the instrument control box (icb) unit. The fse recalibrated and performed since cycle on master tool manipulator left (mtml) and patient side manipulator 2 (psm2); however, error 25581 persisted. The fse replaced the mtml to resolve the reported problem. The mtml has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the unit is returned (post engineering evaluation) or if additional information is received. System log review was performed. Per the review, the following was confirmed: a procedure was performed on system sh2163 on (B)(6) 2022. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: a psm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon stated that instruments on universal surgical manipulator (usm) 2 were moving in the opposite direction to his commands on the master tool manipulator (mtm). The site had to undock usm2 to complete the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the master tool manipulator (mtm) 2 to perform failure analysis (fa). Fa was able to reproduce the customer complaint during sine cycle. The mtm2 was re-calibrated and sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. Re-calibration fixed the reported problem.